Manufacturer narrative:
Lot review: a review of suspect lot # 3255078 showed (B)(4) units were manufactured, tested, inspected and released in 05/16, citing no exception documents. A review of suspect lot # 3258405 showed (B)(4) units were manufactured, tested, inspected and released in 05/16, citing no exception documents.

Event description:
Complaint received regarding one ch2000s, spinning spiros, lot number unknown. Report states, spiros was disconnected from a syringe (lock, terumo 50ml or 30ml) after the user confirmed that te spin feature was activated and spinning freely. No adverse clinician/patient consequences reported.

Manufacturer narrative:
Lot review: a review of suspect lot# 3255078 showed (B)(4) units were manufactured, tested, inspected and released in 05/16, citing no exception documents. A review of suspect lot# 3258405 showed (B)(4) units were manufactured, tested, inspected and released in 05/16, citing no exception documents. Visual receipt analysis: 12/7/2016 - received three used ch2000s, spinning spiros, lot number unknown. No mating devices were returned. The spin features were all activated. Functional testing: the syringes were not returned for investigation with the ch2000s spinning spiros assemblies. Each of the ch2000s spinning spiros had the spin feature activated when received for investigation. Each of the returned ch2000s spinning spiros were pressure leak tested. Each of the three returned ch2000s spinning spiros passed without leakage in the activated or unactivated positions. Final analysis summary: the complaint of ch2000s spinning spiros becoming disconnected from terumo luer lock syringes was unable to be confirmed. No terumo syringes were returned to evaluate with the ch2000s spinning spiros assemblies. Prior observations have shown that when a syringe is connected to a spiros assembly this creates a long lever and care needs to be taken to support the spiros assembly during use. Failure to do so can result in premature disconnect.

Event description:
Complaint received regarding one ch2000s, spinning spiros, lot number unknown. Report states, spiros was disconnected from a syringe (lock, terumo 50ml or 30ml) after the user confirmed that te spin feature was activated and spinning freely. No adverse clinician/patient consequences reported.